Event description:
A blood glucose lab comparison was performed. The device gave a reading of 451mg/dl, and the lab result was 201mg/dl. Controls were in range. No treatment was stated. A request for the return of the suspect device was requested. Replacement product was sent.